Manufacturer narrative:
A sample was not returned for evaluation. The device history record was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Sine a sample was not returned for evaluation and no photos were provided, a product analysis could not be performed to confirm the reported issue. If a sample is received at a later date, the investigation will be updated accordingly. Based on the available information, no action plan is required at this time. The current process controls are executed in accordance with product specifications to meet quality acceptance criteria. We will continue monitoring the process, customer complaints and feedback notifications for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the patient was taken to surgery on (B)(6) 2021, to perform a stamm gastrostomy, placing a 24 fr gastrostomy tube. Later after a 48-hour intestinal rest, they initiated an ensure infusion. On the 7th day post op, a leak was observed through the content walls. Despite the slow infusion, the patient had more abdominal pain and abdominal distension. The balloon was checked, and it was found deflated. An evaluation was requested from pediatric surgery who recommended urgent surgery for an exploratory laparotomy. A broken balloon was found, and the abdominal cavity had abundant discharge, purulent liquid, non-fetid, mixed with food content of approximately 1000 cc. The balloon route was not manipulated during the 7 days post op, and there is no risk of passage of some medication by balloon route since the patient did not have oral medications, only intravenous.